Event description:
The patient experienced increased stiffness as of (B) (6) 2010, but just had back surgery unrelated to the pump. The patient was in the hospital and the pump was said to be alarming at that time. The hcp read the patient's event logs which stated a tube set message. The patient had an MRI on (B) (6) 2010, and did not have the pump interrogated after the MRI. A pump stall was noted in the event logs on the day of the MRI and recovered on (B) (6) 2010, upon interrogation of the device. It was stated that the patient had not heard any alarms and did not experience any withdrawal symptoms. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).